Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that blood was noted to be leaking on the outside of the drip chamber from where the tubing enters the drip chamber during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak between the blood tubing and the drip chamber was confirmed. Visual inspection showed no damage or abnormalities. Microscopic examination did not reveal the source of the leak. Functional testing resulted in no leaking. Pressure testing confirmed leaking from one of the tubing ports at the top of the drip chamber. Dimensional analysis was performed and the tubing was within specification. The cause of the leak was determined to be an insufficient depth of insertion of one of the tubing pieces into the top of the drip chamber during manufacture of the set.